Event description:
A falsely elevated troponin I result of 10.56 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a negative result was obtained. The original sample was retested and a result of <0.04 ng/ml was obtained. The pt was treated with heparin, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate substrate wash.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate substrate wash. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.